Manufacturer narrative:
The actual device was discarded and was not available for the MFR to evaluate and a lot number was not reported. Without the sample and a lot number a complete eval could not be performed. No specific conclusions can be drawn. All available info has been forwarded to the MFR b. Braun melsungen for further eval.

Event description:
As reported by the user facility: when attempted to remove epidural catheter from pt's back after surgery, catheter tip was broken off. Device usage problem: device failed ( i.e. Broke, couldn't get it to work or stopped working). Additional info provided by the user facility indicated the pt suffered no adverse sequela associated with the incident and the catheter fragment remains in the pt. The lot number remains unknown. The sample has been discarded and will not be returned for eval. No further info was made available at this time.